Event description:
2 days post op (for endometriosis) pt was reopened due to abdominal pain. The surgeon found about 2 l of "straw" colored liquid in the abdomen that seemed to have caused peritonitis. "It looked as through the intergel had liquified". This is apparently the second case reported.